Event description:
It was reported through the research article titled ¿aspirin resistance in patients with ventricular assist devices: a follow-up study¿ identifying that the heartmate 3 (hm3) is associated with pump thrombosis, twisted graft, bleeding, transplant, and death. This study evaluated patients with different left ventricular assist devices (lvads) implanted for pump thrombosis and acetylsalicylic acid (asa) resistance. A total of 53 hm3 patients were tested between jan2016 to dec2017 on asa therapy for resistance and followed up for a maximum of 7 years regarding pump thrombosis. Light transmission aggregometry (lta) and impedance aggregometry (ipa) were performed for testing platelet function. Although hm3 identified very low occurrence of pump thrombosis and bleeding in comparison to other lvads, pump thrombosis occurred in two of the patients (one with an asa resistance), each of which could be clearly assigned to a twisted graft. Bleeding events (n=74) and outcomes as death (37.1%), transplant (36.4%) and explantation due to recovery (5.3%) were also described in this article, but the results included all lvad devices.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event has been entered as 01dec2022 since the patients were followed up for 7 years after date collection that occurred between january 2016 to december 2017. Tobias flieder et al., artificial organs. 2024;48:781¿788. Doi: 10.1111/aor.14742 herz- und diabeteszentrum nordrhein-westfalen, universitätsklinik der ruhr-universität bochum, institut für laboratoriumsund transfusionsmedizin, bad oeynhausen, germany. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported events could not be conclusively determined through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.